Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod longer than 48 hours on the abdomen. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. The patient noticed that the adhesive pad was peeling off from a corner and placed tape over it. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by patient activating new pod and bolus. The patient's blood glucose and insulin history is as follows: time: bg (mmol/l): (mg/dl): bolus(u): 7:30am, high >27.8, >500; 10:30am, high>27.8, >500; 1:00pm, high >27.8, >500; 2:00pm, changed pod; 10.8; 6:20pm, 24, 432.

Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was slightly curved but not bent, kinked, or damaged. Insulin was able to freely flow the complete fluid path. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad. Although no issues were noted, it could not be conclusively determined from the returned adhesive pad whether it failed to adhere while the device was worn. Timeouts were noted in the data. No hazard alarm was generated by the pod. No damages or deficiencies were found in the pod that could contribute to the timeouts or a failure to deliver insulin.